Event description:
It was reported that (1) device was used during a gastrectomy, it was reported by the affiliate that the tlc75 instrument would not staple the tissue. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.